Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller (con005900) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a loss of power on the reported event date (B)(6) 2015 most likely due to a double power disconnect. Analysis of the device revealed that the device failed to meet specifications; the device failed internal visual inspection and functional testing as a result of the no power alarm remaining silent when power was disconnected and the nickel-metal hydride (nimh) battery that supplies power for the no-power alarm found to have both cells 'battery can' slightly leaking a white crystalline-like substance. The manufacturer has opened an internal investigation to evaluate controllers where the no power alarm remains silent when activated. In addition, a real time clock (rtc) reset was observed. However, when the date and time were set to actual time and the internal battery (bt2) was adequately recharged, the controller was able to keep accurate date and time. The rtc was most likely reset to zero because the controller had not been connected to external power for extended periods and its internal coil cell battery had run down. The most likely root cause of the no sound may be attributed to the nimh battery cells leaking. The most likely root cause of the rtc rest to zero may be attributed to the controller not being connected to an external power source for extended periods of time and the internal coil cell battery had run down.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported by the patient that he accidentally double disconnected both power sources while at home but the controller failed to alarm. The patient reported feeling dizzy during the pump stop. The site evaluated the controller during clinic visit and noted the controller date/time was reset to the year 2000. The patient's controller was subsequently changed with no reported effect on the patient. Investigation is ongoing.